Event description:
Customer reports receiving higher readings in the 800's mg/dl while using the advantage system. Meter providing results out of meter's range; should display "hi" for results greater than 600 mg/dl. Customer does not have matching code key. No action was taken based on readings. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.